Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose around (B)(6) 2017 with blood glucose of about 28 mg/dl at the time of the incident. The customer was at 54 mg/dl at the time of ambulance transportation. The customer was given liquid glucose, orange juice, and glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The customer had another low of 41 mg/dl and ate a candy bar to treat. The insulin pump will not be returned for analysis.